Event description:
The ve lvad was implanted in 2001. In 2002, the facility's program director informed the manufacturer's (MFR.) Representative that the patient experienced 3-4 episodes of red heart alarms with the pump defaulting to basal rate, and the pump stopped. The patient was instructed to hand pump and call 911. The patient was transported to the hospital and excessive black dust was observed on the vent filter. The patient was admitted to ICU and the pump was pneumatically actuated with an svl and ip console. The pump was explanted 2 days later. No further details are available.